Manufacturer narrative:
Unknown manufacturer: (B)(4) device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen needle autoshield duo 30gx5mm jp experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: when disengaging the pen needle from the pen, the needle was found in the rubber part of the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: one insulin pen and two photos were returned from an unknown lot. No. Unknown, cat. No. 329705. Visual examination was carried out on the returned sample and photos and broken cannula embedded in the septum of the pen was observed. No DHR review can be carried out as lot number is unknown. As only a piece of cannula in the septum of an insulin pen was returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported that the pen needle autoshield duo 30gx5mm jp experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: when disengaging the pen needle from the pen, the needle was found in the rubber part of the pen.